Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. Customer's blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer states that the after screwing the reservoir in, the drive shaft or arm goes to screw it and in the customer had to put pressure on to get it to screw all the way in. The device will not be returned for analysis.